Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found peeling of the coating of the insertion tube, as reported in event. The evaluation also found deformity of the bending section, stretching of the bending rubber, surface defects on the insertion tube, deformity of the cleaning brush channel, breakage of the adhesive on the distal end, damage to the control body switch, damage to the eyepiece section, and perforation of the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned a tracheal intubation fiberscope to olympus. The customer did not report a malfunction and there was no patient harm reported. During inspection of the device, it was found the coating of the insertion tube was peeling. This medwatch report is being submitted to capture the reportable malfunction found during inspection.